Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes. If more information is received at a later date, the investigation will be reopened, and the investigation will be updated accordingly.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation because it has been discarded.

Event description:
Customer reports: when the nurse was administering IV haldol to a patient, the safety for the needle was engaged however when she went to dispose of the needle the safety malfunctioned and the needle poked through her glove.